Manufacturer narrative:
(B)(4). No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported when the patient came into the emergency room after feeling the patient notifier, the capacitor maintenance charge had timed out. The patient was asymptomatic. The cause of the long charge time is unknown. The device was explanted and replaced. No further information is available.